Manufacturer narrative:
The complete patient identifier is (B)(6). Patient code: no consequences or impact to patient ; (B)(4). A followup report will be submitted when the evaluation is complete. Evaluation in process.

Event description:
The account generated a false positive architect bhcg of 951.32 miu/ml on patient sample ID (B)(6) that repeated negative of <1.20 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Customer return testing was not performed as no customer return material was available. A review of all complaints associated with the architect total bhcg assay and architect total bhcg reagent lot 33908ui00 was performed. The review did not identify any non-statistical trends or atypical complaint activity for the assay. A labelling review identified that there are sufficient instructions in the product labeling to assist the customer in troubleshooting this issue. A review of historical testing documentation was performed and demonstrated that the architect total bhcg reagent lot 33908ui00 passed all the required specifications and was found to be acceptable. Architect total bhcg reagent lot number 33908ui00 was used during testing of (B)(6) samples in may 2014. A review of this testing concluded that the assay accurately recovered different levels of analyte in the external quality samples thus concluding the lot in question performs acceptably. A review of all non-conformance reports and deviations associated with the likely cause architect total bhcg reagent lot 33908ui00 and all associated sub-lot numbers demonstrated that there have been no known quality issues in relation to this product since manufacture. In summary, through the evaluation performed, no product deficiency or malfunction was identified.